Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a treatment of stenosis procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated without any result, inflation was not possible as it was leaking. It was reported that the balloon was broken. The procedure was completed with another device. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's city and province is dusseldorf, nordrhein-westfalen; reported here as the initial reporter's city and province exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of balloon damage. Imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to it had a pinhole in the balloon located approximately at 15 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of balloon damaged/defective and balloon leak were confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole at located approximately at 15 mm from the tip of the device, which causes the reported leak and failure to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's city and province is (B)(6); reported here as the initial reporter's city and province exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of balloon damage. Imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a treatment of stenosis procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated without any result, inflation was not possible as it was leaking. It was reported that the balloon was broken. The procedure was completed with another device. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event.